Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal banding procedure performed on an unknown date. According to the complainant, prior to the procedure, the elastic bands were not aligned and were messed up. The photo sent in by the customer showed the elastic bands were entangled with each other causing the device to fail to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal banding procedure performed on an unknown date. According to the complainant, prior to the procedure, the elastic bands were not aligned and were messed up. The photo sent in by the customer showed the elastic bands were entangled with each other causing the device to fail to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Date of event was approximated to on (B)(6) 2019 as the event date is unknown. Problem code 2610 for the reportable issue of bands failed to deploy. Investigation results: according to the complainant, the suspect device has been disposed and is not available for return. However, the photo received from the customer was evaluated and during investigation; it was noticed the ligator head teeth were bent. The ligator head found seven bands present which were moved out of their original positions with two bands caught under the other bands, indicating that the device failed to deploy. Based on the evaluation of the device, these failures are likely due to handling and manipulation of the device. Once the ligator head teeth are damaged, the suture can be detached from its position and this condition could have impacted the bands deployment activity which could have caused the reported issue. Additionally, it is important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.